Manufacturer narrative:
Product was received for evaluation 2/6/97. Bags appeared to be folded at the botton. Customer was contacted and instructed not to fold bags.

Event description:
Two freezing containers were found ruptured during thawing. The bags contained peripheral blood stem cells for transplantation. The cells were discarded at the time of the events. It is standard protocol at most transplant centers to freeze sufficient back-up cells for each pt. There were no adverse events reported in association with these events. The root cause of these sporadic events has not been determined. In-house testing has however shown that the breakages are most likely due to the ingress of liquid nitrogen into the container during cryopreservation. The containers are fragile when frozen and care must be taken not to mechanically damage the containers which would allow the ingress of liquid nitrogen and result in these breakage events. At the time of this report the samples have not been returned for eval.